Event description:
This event was initially reported as a malfunction for a thermal event. Upon additional information provided, it was reported that the device is missing a magnet, therefore it would not have been able to be turned on. This event is no longer reportable. This event description most likely indicates "no light output". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Manufacturer narrative:
This event was initially reported as a malfunction for a thermal event. Upon additional information provided, it was reported that the device is missing a magnet, therefore it would not have been able to be turned on. This event is no longer reportable. This event description most likely indicates "no light output". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed. The manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.